Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs® adult anesthesia breathing circuit are being built with a different hme (heat and moisture exchanger) size. The hme located between the elbow and wye of the affected circuits are visibly much smaller than they should be. The customer confirmed that there was no patient harm associated with the reported event

Manufacturer narrative:
Result of investigation: according to the investigation, pictures and samples provided were inspected visually finding that the circuits were assembled with the wrong filter. As a resolution, personnel were retrained on the correct assembly method. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.